Manufacturer narrative:
D6a: unknown date in 2021. D10: alteon cup, cluster-hole 56mm. Biolox delta femoral head, 12/14 taper 36mm. Alteon neutral liner. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total hip replacement on the right side. Subsequently, the patient experienced hip pain. Possible stem subsidence was noted at 22 months, and at 23 months the hip was aspirated. There was no follow up after. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6: type of investigation. A definitive root cause was unable to be determined; however, may have resulted from infection, component loosening, instability, osteolysis, impingement, bone fracture, other patient-related conditions, or a combination of these. However, this cannot be confirmed because the devices were not available for evaluation, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that the patient underwent an initial total hip replacement on the right side. Subsequently, the patient experienced hip pain. Possible stem subsidence was noted at 22 months and at 23 months the hip was aspirated. No subsidence was confirmed. Aspiration was performed as diagnostic. This demonstrated no infection. No other treatment was provided. There was no follow up after. No other information is available.